Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital for a scheduled device change out procedure. The right atrial lead exhibited noise, so the physician elected to explant and replace it. The replacement lead was implanted and exhibited inadequate sensing and capture values. The physician attempted to reposition the lead but the helix would not extend. The lead was no longer used and replaced.